Event description:
Patient contacted dexcom technical support on (B)(6) 2014, and claimed that on (B)(6) 2014, patient experienced intermittent audio output. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed no audio output.